Manufacturer narrative:
The insulin pump was received with no button response due to unlocked keypad connector on lcd board. The pump was unable to verify for low reservoir alarm and perform functional check including rewind and basic occlusion, occlusion, prime, excessive no delivery, displacement, self-test, unexpected error test and all operating current measurement due to no button response. The pump was received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.

Event description:
The customer reported via phone call that they experienced button error and low reservoir alarm. The customer's blood glucose reading was unknown. The customer stated that the pump does not lock in insulin when she puts it in the pump. The customer stated that she had to fight the buttons for it to do anything. The customer was not able to clear low reservoir alarm. The insulin pump was returned for analysis.